Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the sensor readings have been off, and the device has caused the pump to stop delivering insulin. The customer's blood glucose level was 173mg/dl, and their sensor reading was 90mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted. The customer was advised the sensor may be responding to change in glucose. The customer was advised to monitor the device.